Manufacturer narrative:
Patient information was not provided. Initial reporter address was not provided.

Event description:
A pharmacist called to report that a customer swallowed the dessicant bead from the breeze2 strip package. There was no report of ill effects from doing so. Product was not replaced, and it was not expected to be returned for evaluation.